Manufacturer narrative:
Lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens; residue on lens. (B)(4).

Manufacturer narrative:
Explanted date: corrected the year reported in initial MDR from 2109 to 2019. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -4.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. " no complaints" was reporter for status of the eye on patients last follow up visit. In the reporter opinion the cause of this event was patient related. If additional information is received a supplemental medwatch report will be submitted.